Manufacturer narrative:
A2: average age. A3: majority sex . Article ref: doi: 10.1177/15910199221085363. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which sought to evaluate proximal balloon-guided catheter with flow inversion vs. Distal filter protection during the carotid stent placement. 175 patients were included in the study. Carotid angioplasty with stenting: patients were under conscious sedation or local anesthesia with hemodynamic monitoring during cas, and atropine was used when necessary. Ultrasound-guided femoral access with puncture needle and a 6fr or 8fr introducer was performed. The common carotid artery catheterization used a diagnostic catheter and standard hydrophilic guide. The diagnostic catheter was replaced by a long introducer (non-medtronic 6fr) or a proximal balloon-guided catheter (non-medtronic 8fr), and cas continued, depending on the embolic protection device used. Distal filter: a spider or abbot filter was purged with heparin and led across the plaque using a syncho microguide, a tracxess, or a guided filter. The distal filter was positioned and deployed in the petrous segment of the internal carotid artery (ica). The carotid stent was carried through the filter guide and released once in its destination, assuring the plaque¿s distal and proximal end coverage. A balloon angioplasty (non-medtronic) was performed when an optimal opening was not achieved. The distal filter was recaptured following the angiography patency assessment. Finally, the intracranial vessel and stent patency were assessed. Proximal balloon-guided catheter: the balloon was located 2 cm from the plaque using a flowgate2 guide catheter in the common carotid. The balloon was inflated on three occasions. The first one occurred during the passage of the micro guide and stent through the plaque, the second one during stent deployment, and the third post-stent angioplasty. Balloon inflation coincided with suction through the flowgate, using a 50 ml syringe or a suction system. Final controls included intracranial vessel and stent patency assessment. A distal filter was used in addition to the proximal balloon-guided catheter in cases where the stability of the guide catheter was insufficient to cross the stenosis. The addition of the distal filter was intended to increase the stability and was carried as previously described. At the end of the procedure, patients went through a neurological evaluation. Then, the catheters were removed, and the femoral artery was closed with the perclose or angioseal system. The distal filter was the most prevalent embolic protection device used in 66% of the patients, compared with the proximal balloon-guided catheter used in 31%. Both embolic protection devices were used simultaneously on three occasions. Protege was the most common stent used in 42% of the patients, remaining stents used were non-medtronic. The percentage of patients who underwent in-stent angioplasty was 81%, and that of patients who had residual stenosis after the procedure was 21%. There was an overall complication rate of 8.2%.procedural complications for patients treated with angioplasty included, intraoperatory tia (1) ,hypotension (4),bradycardia (4),hematoma. During follow up 3 cases of intraluminal stenosis occurred. One patient showed neurological alterations during the procedure or immediate postoperative period. Another patient distal proximal balloon guided catheter was initially chosen. The system and the stent could not advance to the stenosis site due to kinking of the internal carotid, resulting in the herniation of the system towards the external carotid. There was 4 cases of death reported during this study, three patients died during the periprocedural hospitalization. One patient died two years after intervention as a result of septic shock and was not included in the statistical analysis. From the balloon guided catheter, two patients died from bradycardia followed neurologic decline and retroperitoneal hematoma. The patient in the distal filter group died during a hemodialysis session because of an acute clinical and neurologic decline with focals symptoms.